Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 60 ml of fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.3-mm particle of acrylic resin beneath the check band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported that the infusor leaked at the fill port during the filling with 5-fu. There was no patient involvement. No additional information is available.